Event description:
A surgeon reported a large amount of air entered a pt's eye during a procedure. The customer suspects air from between irrigation tube and air replacement valve was the cause. Air was removed from the irrigation line before surgery and priming was successful. The case was completed using another pak. There was no harm to the pt.

Manufacturer narrative:
The sample has been rec'd and in-house evaluation is in progress. Investigation include root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).